Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. A visual examination of the returned device did not find any damage or irregularity on the fiber bundle or any of the dialyzer molded components. The device fibers were wet and tinged from blood exposure however there was no blood observed outside the circumference of the fiber bundle or in the dialysate compartment. Gross visual examination of sample did not identify any kinked, broken, looped, or damaged fibers on the circumference of the fiber bundle. The polyurethane material was intact and was distributed evenly without any visually identifiable damage. The returned device was subjected to a laboratory bubble point test and no leaks were detected. A production records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There was no indication of product non-acceptance or deviation during the manufacturing process which could be associated with the reported event. The review included a check of non-conformances, rework, labeling, process controls, and any other occurrence in production potentially related to the complaint. The lot passed all release criteria. The investigation into the cause of the reported problem was not able to confirm the reported leak. The testing of the returned sample could not reveal a probable cause for the customer complaint. Therefore, the complaint is not confirmed.

Event description:
A user facility nurse reported that a dialyzer blood leak occurred forty-six (46) minutes after the initiation of a patient¿s hemodialysis (hd) treatment. Follow-up information with the nurse revealed that the machine alarmed for minor blood leak at the start of the patient¿s hd treatment when the dialyzer was flipped over. The nurse stated that they reset the alarm and continued with the patient¿s treatment. Approximately 46 minutes later, the machine alarmed for major blood leak. The blood was not visually confirmed in the dialysate; however, blood test strips were used and positively confirmed the presence of blood. No dialyzer defect or damage was visible. The patient¿s estimated blood loss (ebl) was noted as being approximately 350 milliliters (ml). No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient completed treatment with a new set-up of supplies on the same machine. The complaint device was available to be returned to the manufacturer for evaluation.